Event description:
It was reported when the patient presented in hospital for a follow up, fluoroscopy revealed externalized conductors. Electrical measurements were normal. The lead remains implanted. The patient condition is good and will continue to be monitored via merlin at home.